Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed due to perpetual rebooting. The log was downloaded and reviewed after the u1 pcba was detached, finding no errors related to the complaint. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.